Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during glaucoma shunt implantation procedure, the stent did not retract correctly. The surgeon attempted to recapture the stent back into the device after not liking the placement. As he was approaching the recapture at in awkward angle, the stent bent and broke into two pieces, leaving behind the inlet structure to be later retrieved and removed. The surgeon is not sure what caused the event, assuming it was the angle at which he tried to recapture, which caused the stent to bend awkwardly back into the lumen. There were no issues experienced by the patient as a result of the incident.

Manufacturer narrative:
One opened stent device without tip protector was received in a plastic tray within a bag for the reported issue of the device would not retract correctly and bent and broke into two pieces. The returned delivery system was visually inspected and was found to be nonconforming with the cannula separated from the delivery system. The cannula of the delivery system was not returned. No stent was returned. Functionally and dimensional testing with the delivery system and the stent could not be performed due to the damage of the delivery system and no stent returned. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample as found to be visually nonconforming with the cannula separated from the delivery system and not returned. How and when the cannula separated from the delivery system cannot be determined from this evaluation. This visual condition could be perceived by the customer reporting the device would not retract correctly, bent and broke into two pieces; however because the stent was also not returned and clarification on the reported issue was not received, the complaint could not be confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).